Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the atrial lead exhibited noise oversensing due to insulation damage. The reported lead was explanted and replaced on (B)(6) 2022. The patient is recovering from procedure.